Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. Pre-dilatation was performed with the 3.0 x 15 mm voyager nc; however, the balloon ruptured on the first inflation of 18 atmospheres (atm), for 20 seconds. It was noted that the balloon was prepped inside the patient anatomy. A new 3.0 x 15 mm voyager nc balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned voyager nc balloon catheter noted contrast visible in the inflation lumen and in the loosely folded balloon consistent with preparation and inflation of the balloon. There was a pinhole in the balloon 1.5 mm proximal to the distal shoulder, confirming the reported rupture. There was a 1 mm scratch at the distal edge of the pinhole. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the calcified lesion such that the balloon ruptured upon the first inflation at the rbp. It was reported the balloon was prepared for use inside of the patient anatomy. It should be noted the voyager nc coronary dilatation catheter instructions for use (IFU) states to prepare an inflation device with the recommended contrast medium according to the manufacturers instructions. Evacuate air from the balloon segment using a 20 cc syringe or the inflation device. All air must be removed from the balloon and displaced with contrast prior to inserting into the body. A review of the device lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other incidents. In summary, based on this investigation, there is no indication of a product quality deficiency.